Manufacturer narrative:
Med-el (B)(4)and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number (B)(4)). According to the received information, the patient is implanted bilateral and the initial maestro file was created with the incorrect ear selected. This can explain the reported problem. The device is otherwise functional and the patient is having benefit from it. This is a final report.

Event description:
The clinic was unable to perform in-situ measurements as an error message indicated that the internal device serial number could not be identified.

Event description:
It was reported that the clinic was unable to perform in situ measurements as an error message indicated that the internal device serial number could not be identified. In situ measurements on the contralateral side were performed without issue. It was still possible to proceed with programming and the patient is satisfied with current map.

Manufacturer narrative:
Not available. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.